Event description:
Patient symptoms were not reported. A catheter dye study was performed. The date the dye study was performed was unclear. The hcp was unable to aspirate via the catheter. The catheter was occluded. The pump delivered hydromorphone, fentanyl, bupivicaine, and clonidine. The pump dose was decreased by 50% on (B)(6) 2010. The pump and catheter were explanted and replaced on (B)(6) 2010. The reason for pump removal was to avoid in-vivo battery depletion, the estimated eri (end replacement indicator) of the pump was 23 months. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.